Event description:
It was reported a patient experienced peritonitis manifested by abdomen pain, cloudy effluent, and diarrhea coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. At the time of this report, the patient had not recovered and peritonitis was not resolved. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After being hospitalized for twenty-two days, the patient recovered from peritonitis and was discharged from the hospital.